Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 18mmx2.5mm, eccentric, de-novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. Predilation was performed with a 2.0x12mm maverick balloon catheter. Subsequently, a 20x2.50mm synergy¿ drug eluting stent was advanced and deployed to treat the mid left circumflex (lcx) artery lesion. Following stent deployment, the physician hold on the stent delivery balloon (sds) at the same position while inserting the 2.5x9mm maverick balloon catheter in an attempt to attain the "kissing technique" with the sds at the bifurcation point of the stented mid lcx artery and with the obtuse marginal (om) artery. However, when the balloon reached the mid aorta, resistance was met in advancing the balloon catheter. The physician pushed the balloon which eventually managed to get into the om artery. The physician noted that the balloon catheter and the sds were not compliant to move to the bifurcation. The physician tugged at the sds and felt something give way. The balloon catheter was pulled out which came out smoothly. The whole system of the sds and the wire were removed wherein the physician noted that the sds was broken as the stent balloon markers were observed inside the stent via fluoroscopy. The physician attempted to snare out the detached sds but failed. The patient went for an emergency bypass to extract the retained sds segment in the lcx artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and was not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. An examination of the balloon identified that the balloon had been inflated and subsequently deflated. A solidified fluid that resembles blood was evident within the balloon chamber. This blood is consistent with a leak having occurred in the device. A visual and tactile examination found the outer/inner wire lumen was broken distal to the port bond skive location. The skive had a longitudinal tear (2mm approx.) Distal from the distal edge of the skive and reached the break point on the shaft. This type of damage is consistent with the shaft experiencing excessive tensile forces during attempts to withdraw the delivery system during resistance. The longitudinal tear was likely caused whereby the delivery system was being "pulled" from the line of direction that the guidewire was taking. The corewire was not kinked or damaged and protruded proximally beyond the break point. The proximal outer shaft extrusion also had multiple kinks along its length. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 18mmx2.5mm, eccentric, de-novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. Predilation was performed with a 2.0x12mm maverick balloon catheter. Subsequently, a 20x2.50mm synergy¿ drug eluting stent was advanced and deployed to treat the mid left circumflex (lcx) artery lesion. Following stent deployment, the physician hold on the stent delivery balloon (sds) at the same position while inserting the 2.5x9mm maverick balloon catheter in an attempt to attain the "kissing technique" with the sds at the bifurcation point of the stented mid lcx artery and with the obtuse marginal (om) artery. However, when the balloon reached the mid aorta, resistance was met in advancing the balloon catheter. The physician pushed the balloon which eventually managed to get into the om artery. The physician noted that the balloon catheter and the sds were not compliant to move to the bifurcation. The physician tugged at the sds and felt something give way. The balloon catheter was pulled out which came out smoothly. The whole system of the sds and the wire were removed wherein the physician noted that the sds was broken as the stent balloon markers were observed inside the stent via fluoroscopy. The physician attempted to snare out the detached sds but failed. The patient went for an emergency bypass to extract the retained sds segment in the lcx artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).